Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot were performed and passed. Receiver functional test was performed and passed. A receiver "try it" sound test was performed and passed. Case opened for interior inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was download and reviewed finding no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.